Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 20mg/ml morphine at 2.840mg/day and 3.6mg/ml dilaudid at 0.51112mg/day via an implantable infusion pump for spinal pain. It was reported that the patient's catheter broke which caused the pump to be relocated to just above their belly button on the left side. The patient reported that the pump site is painful and the skin around the pump is so thin that if it was cut it would show the bag that the pump is in. The patient reported that the incision had broken open several times. It was reported that the incision started opening up the week after the pump was moved. They had to keep cutting and sewing it up and the patient lost 45 pounds. The patient reported that the patient remembered going to the healthcare professional (hcp) office every monday for 5 or 6 mondays to be re-stitched. The patient reported that it finally stayed closed. The low reservoir was supposed to be in (B)(6) 2019. No further complications were anticipated/reported.